Manufacturer narrative:
The device(s) associated with this adverse outcome was/were reported by the family (B)(6). The patient died five years ago. Information was provided from the (B)(4) study (B)(4). Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Information identified in the manufacture's data base indicated the patient in a (B)(4) study died approximately three months post implant of the implantable pulse generator (ipg) and lead approximately five years ago. A cause of death is not known.